Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had battery issues. The battery was charged to 99.9 capacity but the battery amp was at 0.00 with no current. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 19oct2018. Multiple attempts were made to obtain additional information on the event and repair of the device that have been unsuccessful. No parts were returned to philips for evaluation, therefore, a root cause could not be established.